Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed, but external circumstances might have altered the original state of the device. One unpackaged c0795, disposable punch 4.5mm, unsterile, a component from product ar-2600sbs-4, was received for evaluation. The other components from the same product were not returned. Visual evaluation revealed deformation of the blue plastic handle. A deep imprint of a zip tie used for labeling could be found on the surface of the handle, indicating the plastic had been heated up to the point of becoming malleable. The shaft was fully attached to the handle and could not be rotated freely. A probable cause to the handle deformation can be attributed to the decontamination process before the device was received for evaluation, due to the presence of the labeling zip tie imprint. This also might have caused the shaft to re-adhere to the handle, limiting the assessment of the complaint allegation.

Event description:
It was reported that during a speedbridge rotator cuff repair surgery the shaft of the punch became loose such that manipulating the handle was not affecting the punch and the handle was just spinning on the metal shaft. Therefore the surgeon could not dislodge the punch from the prepared bone by twisting and backing it out instead he had to pull out directly. There was no harm for patient, operator or third party reported. The surgery was finished successfully with with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.